Manufacturer narrative:
Product event summary #(B)(4), the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 81% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that a sudden decrease of battery voltage was found at the periodic device follow-up and premature battery depletion was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Concomitant products: 5076-52 implantable pacing lead 2007 (B)(6). (B)(4).